Event description:
It was reported, the patient¿s original implantable neurostimulator (ins) placement was painful and the pocket was revised. It was stated, the date of the event was unknown. It was later reported, the patient was still having concerns regarding their device or therapy but were working with their doctor or manufacturer representative. It was noted, the patient had an appointment scheduled for (B)(6) 2013.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3889-28 lot# v515942, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).